Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad buttons were under responsive. The customer alleged that the ok, up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was found to be undamaged and all the buttons were responsive. The keypad was opened and there was no contamination found under the contacts. The pump was opened and there was no intermittent defects found on the keypad flex connector.